Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm additional information was received that the patient was having discomfort at the ipg site. The patient underwent a revision procedure wherein only the extensions were removed and the pocket site was relocated. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient midline incision site was not fully healed. The patient will undergo a midline incision wound surgery. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient midline incision site was not fully healed. The patient will undergo a midline incision wound surgery. No device malfunction was suspected.

Event description:
A report was received that the patient midline incision site was not fully healed. The patient will undergo a midline incision wound surgery. No device malfunction was suspected.